Manufacturer narrative:
Carefusion file identification: (B)(4). At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event. Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the 3100 high frequency oscillating ventilator (hfov), a leak sound was noted coming from the inside of the ventilator system. After crosschecking, the customer determined the most likely cause of the leak was from the pressure regulator pr-3 and pressure regulator pr-2. After replacement, the customer reported no leak was present.